Event description:
Initial result for a patient cea was 1.2 ng/ml. When repeated, the result was 506.8 ng/ml. The incorrect result was not used to guide therapy. The field service representative found the sample rack was misaligned and repaired the instrument by realigning the rack.